Event description:
It was reported that the table locks did not actuate due to fuse opening, causing the tabletop to move in two axes without resistance. There was no injury reported. This situation could potentially contribute to a serious injury if a patient were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer fixed the power supply by repairing the electronic circuit feed. The product was returned to service.